Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient receiving dilaudid and an unknown medication via an implanted pump. Indication for use was noted as spinal pain. It was reported that the pump was alarming or beeping. The patient had ran out of medication in the pump over the 4th of july weekend. The patient had heard the alarm. The patient was refilled on (B)(6) 2016. What happened was that the patient normally would go in for a refill on the 6th of the month but they scheduled the patient for a refill on (B)(6) 2016. The patient's hcp did not like the patient to go in for a refill too early, so the patient had called the hcpoffice and asked why the refill appointment was so early. The patient requested it to be changed to (B)(6) 2016. They warned the patient that an alarm would go off and the alarm did. The patient stated it was their own fault the pump ran out of medication. No symptoms were reported. The issue was resolved after the patient was refilled on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.